Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, and the caller successfully reset the device, which resolved the issue. The customer was advised to contact support again if the malfunction code appeared in the future, and the caller acknowledged this guidance.